Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the nail shows signs of use and has scratches near the fractured surface. There is also a lag screw that is inserted through the nail near the top portion of the nail. The nail has fractured and not all pieces were returned. Fracture analysis complete, where the optical images of the device's left side fracture surface shows beach marks artifacts, which suggest a fatigue mode of failure. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient underwent revision due to a fracture of the lag screws at the subtrochanteric region, and the lesser trochanter was also displaced. The reason for the fracture is unknown. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat: 814510100 lot:  zl 1123300c hfn lag screw 10.5mm x 100mm g2: foreign- UK customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02907